Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medica product: w4tr03 crt-p, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.